Event description:
Information provided states that cage broke when the doctor was putting the cage key on the patient. Event did not result in delay or adverse effects to patient. Reporting is based on similar events involving similar device that was previously reported.